Manufacturer narrative:
Unit passed displacement test and self test. Pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had hardware low level failure and battery failed alarm. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the sound of insulin pump was loud and it does not make a difference to put sound level lower. The customer performed the self test. The pump error one time. The customer performed self test another time and now it was passed. The customer was able to rewind. Sound of normal again. The troubleshooting was performed. The insulin pump will be returned for analysis.